Event description:
It was reported that during a procedure of the mid left anterior descending artery, post-dilatation was performed with the 2.5 mm x 8 mm voyager nc balloon dilatation catheter and during the first inflation at 6 atmosphere, the balloon ruptured. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. All available information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager nc dilatation catheter noted blood and contrast in the inflation lumen and loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter, but the balloon could not be inflated due to the blood and contrast noted. Therefore, the device was left pressurized in a water bath to dissolve the blood and contrast and the analysis confirmed that there was a pinhole in the balloon over the distal balloon marker. Additionally, there was a scratch visible on the outer surface of the balloon extending through the pinhole, which may indicate that the balloon experienced mechanical damage at some point. There was also a bend noted in the hypotube, however, this damage was not originally reported and likely occurred from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported complaint. Balloon material rupture can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with other devices. In this case, as there was no report of any leaks noted during preparation for use, this suggests that the balloon was not damaged prior to the procedure. There was no reported information on the patient anatomical morphology (tortuosity or calcification), which may have aided the investigation. Additional follow-up information was requested from the account, but no additional information is available at this time. It is possible that the balloon interacted with other devices and/or the tortuous and calcified lesion during advancement such that the balloon material became damaged (scratched) and ruptured upon inflation attempt. However, since it cannot be determined what contributed to the damage leading to the rupture, a definite cause for the balloon rupture cannot be determined. A review of the device lot history record did not reveal any associated nonconforming material records that would have contributed to the reported complaint. A query of the complaint-handling database was performed and there have been no other incidents reported from this lot. All dilatation catheters are visually inspected and leak tested during manufacture. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.